Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported the patient's ipg became inoperable for the last three weeks. An sjm representative confirmed the issue. The ipg was explanted and replaced which resolved the patient's issue.